Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient had experienced elevated estimated pump flows and pump powers. The patient was asymptomatic. The patient's system controller log file submitted to the manufacturer's technical services for analysis confirmed the report of elevated pump powers and estimated pump flows. The log file data appeared consistent with possible thrombus within the pump. The vad coordinator reported that a CT was negative, ldh values were stable and there was no evidence of hematuria. The patient was treated with IV heparin. Additionally, the patient's inr goal was increased to 2.0-3.0, 325 mg of aspirin was administered, and the patient was subsequently discharged home. The information received from the vad coordinator also indicated that the patient had experienced a previously unreported head bleed on (B)(6) 2016 for which the patient's inr goal was adjusted to a lower level (1.5 - 2.0) and aspirin was discontinued. The patient had reportedly fallen and hit their head. The sustained head trauma resulted in a right temporal parietal parenchymal hematoma. The patient was treated with two doses of feiba and vitamin k. It was reported that there were no residual effects due to the head trauma. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted log file identified the report of elevated pump power and estimated pump flow values and a reduction in pulsatility index (pi) values. Based on the manufacturer¿s complaint history and similar reported events, the elevated pump power and estimated pump flow values and a reduction in pi values may be potential indicators of thrombus in the pump; however, a specific cause for the reported event could not be conclusively determined. A correlation between the report of suspected thrombus and the device could not be conclusively determined through this evaluation. The patient remains ongoing on pump support and was subsequently discharged home. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.